Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device failed the self-test. Bit (battery insertion test) was performed, the issue persists. The device issued the error message "remove and re-insert battery," followed by single chirps. Replacement device sent to the customer to resolve the issue. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was faulty device. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Available details indicate that the device failed the self-test. Bit (battery insertion test) was performed, the issue persists. The device issued the error message "remove and re-insert battery," followed by single chirps. Replacement device sent to the customer to resolve the issue. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was faulty device. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.